Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-oct-2021. The most recent information was received on 11-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods until my menopause') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), menopause ("haemorrhagic periods until my menopause"), fatigue ("fatigue"), arthralgia ("joint pain"), back pain ("low back pain"), neck pain ("neck pain"), gastrooesophageal reflux disease ("gastric reflux problem") and feeling abnormal ("feel like an old person"). The patient was treated with surgery (she will have it removed on (B)(6) ). At the time of the report, the heavy menstrual bleeding, menopause, fatigue, arthralgia, back pain, neck pain, gastrooesophageal reflux disease and feeling abnormal outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, feeling abnormal, gastrooesophageal reflux disease, heavy menstrual bleeding, menopause and neck pain with essure. The reporter commented: for ten years now her health has deteriorated sharply. Until an article read at random in the press made her understand the possible cause: the essure implants. So she got in touch with a gynaecologist who confirmed to her the strong possible link between her symptoms and the essures. She will have it removed on (B)(6) , requiring a month off work and a convalescence which she could have well done without. If it turns out that her symptoms then go away, she will consider legal action. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods until my menopause') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), menopause ("haemorrhagic periods until my menopause"), fatigue ("fatigue"), arthralgia ("joint pain"), back pain ("low back pain"), neck pain ("neck pain"), gastrooesophageal reflux disease ("gastric reflux problem") and feeling abnormal ("feel like an old person"). The patient will be treated with surgery (she will have it removed on (B)(6)). At the time of the report, the heavy menstrual bleeding, menopause, fatigue, arthralgia, back pain, neck pain, gastrooesophageal reflux disease and feeling abnormal outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, feeling abnormal, gastrooesophageal reflux disease, heavy menstrual bleeding, menopause and neck pain with essure. The reporter commented: for ten years now her health has deteriorated sharply. Until an article read at random in the press made her understand the possible cause: the essure implants. So she got in touch with a gynaecologist who confirmed to her the strong possible link between her symptoms and the essures. She will have it removed on (B)(6), requiring a month off work and a convalescence which she could have well done without. If it turns out that her symptoms then go away, she will consider legal action. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.